Event description:
It was reported that the user was unable to twist and lock a connector into the ilet, despite trying multiple cartridges. Testing without a cartridge also failed, while a new connector attached and twisted properly, enabling completion of the supply change. No reported adverse clinical effects reported. Outcomes included no reported impact beyond the temporary inability to attach the connector and no alerts or alarms. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed the affected connector could not twist to lock, while a replacement connector functioned as intended, indicating a likely connector defect. It was concluded that the event was attributable to a malfunction of a single connector, with resolution achieved by replacing the connector.